Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to an MRI and it alarmed a motor error. Customer changed the battery and was able to rewind and prime but before attaching it to her body to fill the cannula she received another motor error alarm. Customer mentioned she had to the act button 3 times to get the piston to move for the rewind. Multiple motor error alarms were found in the alarm history. Blood glucose value is unknown. She had reverted to a back-up insulin pump. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a motor error alarm during the rewind, and another error alarm was confirmed in the alarm history due to an out of phase motor encoder signal. Unable to perform the displacement test or verify the check settings or bad battery alarms due to the motor error alarms. The pump also had cracked battery tube threads.